Event description:
It was reported that approximately one month post-implantation, the patient underwent a hip revision due to disassociation of the bearing and competitor. The cup and bearing were replaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unk competitor head; cat: 110010260 lot: 7201865 g7 osseoti multihole g2: foreign ¿ japan the customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. The following sections were corrected: h4. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. It was identified that zimmer biomet devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. A definitive root cause cannot be identified. Per the IFU, it states "dual mobility hip bearings should only be used with compatible components that are currently licensed/cleared for marketing in the country of use. Do not use components of the dual mobility hip bearings with components of any other system or manufacturer, unless authorized by zimmer biomet. To determine the devices that have been authorized, visit the zimmer biomet website: www.productcompatibility.zimmer.com or the zimmer biomet elabeling site." This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.